Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the alarm in the iabp¿s error log. The fse recalibrated the 30 psi transducers and checked the gains. The fse also recalibrated the pressure and vacuum regulators, and simulated normal operation on battery and ac power with switching between batteries with no issues. The fse completed full calibration, and the iabp was able to pass all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, upon power up of the cardiosave intra-aortic balloon pump (iabp), the iabp displayed error code #4 (transducer out of specs, internal communication error) and shutdown. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, upon power up of the cardiosave intra-aortic balloon pump (iabp), the iabp displayed error code #4 (transducer out of specs, internal communication error) and shutdown. There was no patient involvement, and no adverse event reported.